Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the bladder was ruptured and in the footed position. Therefore, the reported condition was confirmed. The assignable root cause was attributed to the stressmember molding chamber. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found.

Event description:
A vendor notified baxter corporate product surveillance of a customer submitted report in which a 250ml intermate ruptured at the end of infusion. There was about 10ml of the medication, vancomycin, remaining. According to the report, the patient heard a poping sound when the infusion was almost complete. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.